Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
A report was received stating that the listed device was placed into use with patient by the patient's ent surgeon during a routine tube change. After the tube was placed, the tube's cuff was observed deflating. The cuff was re-filled twice, but the cuff was unable to hold air. An exchange of the tube was attempted using a different model tube pulled from hospital inventory: however, the ent surgeon was unable to insert the tube into the patient's stoma despite several forceful attempts. As the exchange was unsuccessful, the listed device was placed back into the patient's stoma. The cuff was inflated once again and found to hold air without issue. The patient was released for home. Once home, the patient reported trauma and bleeding at their stoma. There were no permanent adverse effects to patient reported.